Manufacturer narrative:
The field service engineer found a not properly working valve and replaced it. The investigation further determined that the customer was using tubes thinner than specified in combination with low sample volume. The investigation could not identify a product problem. The issue is consistent with a pre-analytical handling issue.

Manufacturer narrative:
The reagent lot and expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with several assays on a cobas e411 rack. An example was provided for one patient sample with discrepant elecsys pth results. The initial result, from the primary tube was < 1.20 pg/ml accompanied by a data flag. The sample was then repeated with a hitachi cup and the result was 30.76 pg/ml. This result was deemed correct.